Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged and the hrm task did not grant motor power in reasonable time. The customer¿s blood glucose was 86mg/dl at the time of the incident. The customer reported that the insulin pump had a crack and had two pump errors and pump failure the customer reported that the lip of the reservoir o-ring was damaged. The customer reported that the lip and the ring of the reservoir are unable to stay in place. The customer also reported that the reservoir o-ring was missing. The customer reported that a few ago he had got a pump error twice in which the he hrm task did not grant motor power in reasonable time. The customer stated that the pump was not exposed to a high magnetic field. The customer stated they were able to rewind the pump. The pump passed the displacement test. The customer stated that the alarm occurred during basal delivery. The pump error did not occur during rewind. The pump passed the self-test. The error table indicated the pump should be replaced. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump not received in stuck manufacturing mode unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin flow block alarm functions properly during the basic occlusion test and occlusion test, no prime/seating anomaly noted during testing. No unexpected pump error noted during testing or noted on formatted history file. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage.